Manufacturer narrative:
This follow-up was created to document the updated implant date, device information, and conclusion of the investigation. A titan touch pump, two cylinders, reservoir and detached tubing were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 1 near the strain relief. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion are noted on the exhaust tube of cylinder 1. Testing revealed these to not be sites of leakage. Abrasion was also noted on all tubes of the pump and inlet tube of the reservoir. No functional abnormalities were noted with the pump, cylinder 2, reservoir or detached tubing. Based on examination of the returned product, it was concluded that while in-vivo all pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tube of cylinder 1 near the strain relief. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the inflatable device was explanted - breakage was observed on the pump tubing. Another inflatable device was implanted as a replacement.